Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) in the 1000 range. The patient was treated and ldh began to trend down. Computed tomography angiography (cta) revealed a possible clot in the outflow graft. Log file review captured pulsatility index (pi) and routine power source changes. Additional information was received that the patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2022 due to a possible thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: although thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), the report of a possible clot in the outflow graft (ofg) could not be confirmed as the ofg material was not returned and no images of the obstruction were provided for review. Hmii lvas, serial number (B)(6), was returned assembled with the driveline severed approximately 8¿¿ from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were not returned. The bend relief collar was not returned. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6), a fixed, tan/red, ring-shaped thrombus formation was observed adhered around the inlet bearing cup. The deposition appeared to have formed in laminated layers, indicating that the thrombus likely developed in this location over an undetermined amount of time while the device was supporting the patient. A specific cause for the observed thrombus formation could not be conclusively determined through this evaluation; however, if this deposition was in the pump during operating, it could have contributed to the reported elevated lactate dehydrogenase (ldh). The remaining blood contacting surfaces of the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon removal of the observed deposition, the pump was cleaned, and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a test distal driveline segment and a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27dec2017. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev c, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. Section 1 and section 6 of the IFU, outline indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.